Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site. Symptom of swelling was noted. It was also reported that the patients lead migrated. No device malfunction was suspected. The patient was prescribed with antibiotics for swelling. The patient will undergo a revision procedure.